Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data you. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. As mentioned in the complaint text the available iegms showed noise (on the ff channel). Furthermore the provided x-ray movie and the x-ray image were inspected. In the x-ray movie a bend in the svc shock coil was visible. No further peculiarities could be determined. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that oversensing was noted on this lead approximately 102 months after the implantation. Shock impedance was in range. The lead remains implanted and active. The patient is monitored via home monitoring.